Manufacturer narrative:
The reporter's test strips were requested for investigation and replacement product was sent to the reporter. The test strip vial was returned, but it was empty. No returned test strips were available for testing. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter is provided to u.s. Customers pre-set to the measuring unit inr. There are two additional measuring units on the meter: %quick (%q) and seconds (sec). In the u.s., the most accepted unit of measure is inr. Roche has communicated to all impacted customers instructions on how to confirm results are displayed in the measuring unit inr and the steps to take to change the measuring units back to inr if the meter is displaying the units sec or %q. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek xs pro meter serial number (B)(4) on (B)(6) 2021. At 9 a.m. On (B)(6) 2021, a sample from the patient was tested using the meter, resulting in a value of 6.7 inr. No medication changes of the patient were made based on this value. At 10:30 a.m. On (B)(6) 2021, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 9.1 inr. The reporter noted that the patient was given lovenox and warfarin on the morning of (B)(6) 2021. Lovenox was given to the patient prior to the meter test at 9 a.m. On that day. It was asked, but it is not known if warfarin was provided to the patient prior to the meter test. Both lovenox and warfarin medications were given to the patient prior to the laboratory testing at 10:30 a.m. On that day. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is currently every other day.